Event description:
Additional information was received. It was reported that there was a 20 minute surgical delay and no impact on patient outcome.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450 , serial/lot #: rev. 2 : s/n (B)(6) ; product ID: bi71000230, serial/lot #: rev. 2 : s/n (B)(6) ; product ID: bi71000576r, serial/lot #: rev. 2 : s/n (B)(6) ; product ID: kit svc o2 bi71000194 switch xray hand, serial/lot #: rev. 2 : s/n n/a. A medtronic representative went to the site to test the equipment. The ps1, starter, booster, and handswitch were replaced. A system checkout was performed and the system is working as intended. The kit svc o2 bi71000450 power supply psi (rev. 2 : s/n v17390190), kit svc o2 bi71000230 pcba generatr bstr (rev. 2 : s/n (B)(6) ), kit svc o2 bi71000576r starter upgd rfb (rev. 2 : s/n (B)(6) ), and kit svc o2 bi71000194 switch xray hand (rev. 2 : s/n n/a) have been returned to the manufacturer, however, analysis has not been completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site's imaging system "would not do a second spin. The radiology technologist stated the tube would not move in the gantry, there were no error messages, exposure light just blinked. Also, normal exposures were slow to expose." Technical specialist clarified normal exposures were 2d images. The 3d spin was the second spin. No further information available at this time. There was impact to the patient outcome. The delay is unknown.

Manufacturer narrative:
H3: the starter board, power supply, and generator board were returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with the returned starter, power supply, and generator board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.